Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was recently placed in the intensive care until due to loss of capture (loc). The patient was then stabilized and a boston scientific sales representative was called to interrogate the device. Attempts to contact the bsc sales representative have returned no information regarding this patient. It is unknown how long the loc lasted. The device system remains implanted. To date, no additional adverse patient effects have been reported.